Manufacturer narrative:
The contact was inaccurately represented as a health care professional and a biomedical engineer in the initial. The contact was changed from health care professional to user facility. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported lack of audio function which was reproduced during evaluation. The malfunction was found to be caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no known patient injury or medical intervention associated with this event. The customer noted that the rear case was swapped out to see if the speaker was the problem, which did not result in any change in audio output. The original rear case was returned to the unit. No additional information is available.